Manufacturer narrative:
Exemption number: e2014018. Manufacturing site evaluation: the product does not require batch management; a review of the device quality and manufacturing history records is ot possible. No product available and therefore it is hardly possible to determine an exact conclusion and root cause. It is assumed that cause of the failure is not product related. There is the possibility that the root cause of the problem is most probably usage related. A CAPA is not necessary.

Event description:
It was reported by the healthcare professional to the company sales representative "the metal part of the hook broke off inside the patient. We have been informed that there was a delay in the surgery of more than 15 minutes, in which the broken part was found and retrieved from the patient. Additional information is requested and will updated. Additional information was obtained: "diathermy hook - 3 pieces tip dislodged from shaft. While freeing the uterus with the hook it has dislodged and was left in the abdomen. Scrub nurse noted missing, exploration undertaken with no result. X-ray was performed, confirming instrument in patient" "extended anesthetic. Extended surgery time. Used x-ray to locate hook, foreign body detected and retrieved" it is understood that this delay was up to two hours. It also required the attendance of a consultant urologist as well. Additional information was received reporting the patient was discharged from the hospital after surgery was completed. No other information was available. No sample available.